Manufacturer narrative:
Tests performed at the service center confirmed the report of image loss, due to failure at the distal tip of the device. The distal tip was repaired by replacement of the ccd camera assembly and the bending sheath.

Event description:
It was reported that all three monitor images go bad with lines of noise after a few minutes of being turned on. There was no reported patient injury or adverse health consequence.